Manufacturer narrative:
The reported noise was confirmed in the laboratory via review of the stored electrograms. The device was tested on the bench and no anomaly was found. The cause of the reported noise could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient presented to the clinic for follow-up when non-sustained right ventricular oversensing was noted. Noise was intermittent and varying in amplitude. The noise was not reproduced with isometrics and manipulation test. The device was explanted and replaced. The patient is doing fine.